Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 598 mg/dl. Customer did not treat their blood glucose at the time of the call. It was also found the customer was feeling thirsty due to their high blood glucose. Troubleshooting found insulin was not able to exit during a manual prime. There were also no leaks present on the insulin pump. Customer also called back to report they had changed their infusion set and site. The customer declined to further troubleshoot for their insulin pump. Customer's blood glucose was 108 mg/dl at the time of the second call. No additional information provided.